Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that there was a horizontal line through the insulin pump's screen that was blocking the numbers and words. Customer reported that the words and data on the screen were skewed. Blood glucose level was 97 mg/dl at the time of the call. No further information was provided.